Event description:
It was reported that the device became stuck in the sheath during removal while performing a fistulagram. A cordis brite tip 6f sheath was used. No injury to the pt was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for eval. Based on the info rec'd, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.